Event description:
Caller reported the customer's aviva system gave blood glucose result of 166 mg/dl at time when the customer had symptoms of hypoglycemia. Son- in-law called ambulance. Emt system result was 44 mg/dl within 10 minutes. The customer was treated at the hospital and released without being admitted. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller states he only knows that customer was born in (B)(6).